Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure when placing iol in the capsular bag, a scratch was seen that reaches the center of the incision. Additional information has been received and stated that the surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
Correction information was provided in d.10. The manufacturer internal reference number is: (B)(4).